Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 361 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The nurse noticed that insulin was leaking from the tubing, during the prime test. Changed the infusion set and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.